Event description:
In 2009, the sales rep reported that during surgery the plate was damaged by the screw. Add'l info rec'd from the sales rep on 3 nov 2009 via telephone. During a primary fusion surgery of two levels, the surgeon was implanting the antcer plate. The surgeon was implanting the first screw in the center and it went through the secure ring. The surgeon explanted both plate and the screw. The surgeon was able to finish the case with another plate. The sales rep reported that the surgeon did not follow the recommended surgical technique. There was very minimal surgical delay.

Manufacturer narrative:
Requests have been made for return of product. Device manufacture date is unk. Eval is pending upon the return of the product.